Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. Customer was referred from pathway to report that she was advised by her doctor to get a new insulin pump because the one she has now does not work. Customer stated she was asked to replace the battery on the insulin pump but was not getting any display yet after changing the battery. The insulin pump had replace battery now alarm. Customer was declined to troubleshooting. The insulin pump will not be returned for analysis.